Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. A 2.50x32mm synergy drug-eluting stent was selected for use. During preparation, it was noticed that the stent moved on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were numerous stent struts that were stretched over the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks on hypotube. A visual and tactile examination found no issues with the tip profile. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. A 2.50x32mm synergy drug-eluting stent was selected for use. During preparation, it was noticed that the stent moved on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.